Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a severe, itchy, bumpy, rash on the low back and both sides of stomach. There was no alleged device malfunction contributing to the irritation. The patient¿s physician reached out to zoll to treat the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.